Event description:
It is reported that the pt was revised due to pain, limited flexion, and heterotopic ossification.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: no devices or photos were rec'd; therefore, the condition of the components is unk. Fit and orientation could not be evaluated w/o x-rays or surgical notes. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further info. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.